Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed. The la pressure at the time of the procedure was 14mmhg. The 24mm watchman flx¿ left atrial closure device was successfully implanted after meeting all release criteria. The next day during the routine x-ray, it was discovered that the closure device had embolized to the descending aorta. There were no patient symptoms. The device was retrieved the same day by a percutaneous snare. The patient is currently stable.